Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching episodes were observed from a merlin transmission due to far r-wave oversensing. The patient was asymptomatic. A programming change was recommended. No further information is available.